Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. The analysis found that the issue was suspected to be the computer for the navigation system and that replacement was recommended to the site. The replacement has not been performed.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive. The reported issue occurred when the exams were downloaded. The software would exit to the initial prompt on the software and not progress past. No additional information was provided. There was no patient present when this issue was identified.